Manufacturer narrative:
Bayer service was dispatched to re-install a certo system into the customer's new MRI suite. When the service engineer determined there were no gauss line markings in the scan room, he held the system with both hands approximately 2.5 meters (8.2 ft.), from the gantry. (The recommended fringe field strength and distance for the correct installation of certo are 50 gauss (or less) and / or 3.1m (10ft).) As the service engineer attempted to open a cabinet door, the certo module was drawn out of his grasp and into the magnet bore. In order to remove the certo scan room module from the magnet, the scanner had to be ramped down. The certo module was then removed from the scanner without further issue. As the service engineer was unfamiliar with the specific location of the fringe fields of this scanner and knew there were limitations regarding the placement of this device, he contacted the scanner OEM (siemens) for a drawing which identified the fringe fields. The service engineer identified the location of the 30 gauss line in the room at the end of the patient table (approximately 6 feet from the bore). This strength of the fringe field at this location (6 ft. From the bore), is below the required minimum, and therefore the force of attraction should not have been strong enough to pull the certo unit into the magnet if it was placed in this location. However, the room configuration was such that the location at the point where the engineer was attempting to install the certo module was in a fringe field greater than is recommended in the installation and service manual, (50 gauss), therefore the force of attraction was high enough to cause the certo unit to be pulled into the magnet. Bayer product analysis reviewed the information and photographs that were provided and determined that the reported problem occurred as a result of human error of the service engineer upon installation. As the certo module contained ferromagnetic material, it was drawn into the magnet bore when the service engineer moved it to a location where the fringe field was greater than 50 gauss . The certo installation and service manual contains the following warning: · warning: mr conditional. Contains ferromagnetic material. Keep device outside the 50 gauss line, or 10ft (3.1m) from the magnet bore. Device may be attracted to the magnet bore and could result in serious injury or death. The service engineer has completed an mr safety training module within the bayer learning system as well as a one-to-one meeting with management regarding the safe placement of electromechanical equipment within ferromagnetic areas.

Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
A bayer service representative was on site to re-install a certo wireless system in a new MRI suite. When the representative picked up the certo box and turned around, the unit was pulled out of his hands and onto the scanner bore. The magnet was subsequently ramped down and the certo box was removed from the scanner without further issue. No injury or adverse event was reported.